Event description:
A total of 11 meniscal arrows were placed. 4 months postoperatively the pt developed a painful sharp prominence over the medial aspect of knee. A single arrow, lacking the t-cap, was removed. The pt recovered uneventfully and has returned to full activities.